Event description:
It was reported a diamondback 360 peripheral orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous, 100% stenosed right superficial femoral artery (sfa) and popliteal artery. It was indicated the oad and viperwire were stuck together, and the oad was stuck in the vessel. The physician was unable to remove the oad and viperwire from each other. This occurred after orbital atherectomy treatment was complete and the devices were attempted to be removed. A non-abbott guide wire and a non-abbott balloon were inserted to assist with dislodging the oad from the vessel. There were no patient complications as a result of the event. The procedure was considered successful.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.